Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The physician noted that there was more than usual resistance when pushing the plunger down. The physician was able to rotate the plunger, but needed to pull up on it. The pt felt discomfort in the middle of their chest. An egd confirmed the capsule had fallen off into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.